Event description:
On (B)(6) 2014, a customer reported an unexpected negative result when using anti-jka with tube testing methodology.

Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation.